Manufacturer narrative:
The facility does own repair but requested software installation after repair. No parts were returned for investigation and no other information surrounding the event was provided. Our field service engineer installed new software, downloaded the logs and the ventilator was put back in service. The logs were downloaded after a software installation therefore it was only the technical log that covered the day of the event. The other logs in the ventilator are erased when new software is installed. The log contains the reported technical error codes. The log further shows that the reported technical error codes were preceded by 4 software alarms indicating a nebulizer failure. Basing on earlier investigations this sequence of the technical errors and the preceding software errors indicate a failed handling of the remaining nebulizing time which in a few cases can occur at the start of a nebulizing program and give rise to the reported issue. The conclusion in the matter is that the reported technical error codes were most probably caused by a failure in the handling the nebulizing time by the ventilator at the start of a nebulizing program.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical alarm indicating stop of ventilation. The patient involvement is unknown. (B)(4).